Manufacturer narrative:
Follow-up #1: date of submission 08/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: visual inspection of the pump found some cosmetic damages. No damages to the display screen were observed. The reported damaged display was not duplicated in the investigation. The pump powered up with auditory and vibratory features. All the buttons responded properly. Related to the damaged display issue, the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was scratched and it could no longer be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.